Event description:
Infection in her knee [joint infection] . Case narrative: initial information received on 12-sep-2019 regarding an unsolicited valid serious case received from health authorities of united states via a pharmacist under reference mw5089000. This case involves an unknown age female patient who after unknown latency experienced infection in her knee, while she used the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route once, strength 8mg/ml (dose, batch number: unknown) for unknown indication. Information regarding batch number was requested. On (B)(6) 2019, after unknown latency, patient had infection in her knee (assessed as medically significant by reporter). Final diagnosis was infection in her knee. Action taken: not applicable. It was not reported if the patient received a corrective treatment. Outcome: unknown. A product technical complaint was initiated on (B)(6) 2019 for synvisc one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharma covigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 19-sep-2019. Additional information received on 19-sep-2019. Investigation summary received and ptc results added.